Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-02792 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02793 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-02794 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The same issue occurred with the second and third clips. It was reported, that the clips went through a tortuous anatomy. It is unknown how the procedure was completed. However, there were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.